Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to leave the charging cable plugged into a known working outlet, which eventually resolved the issue using a non-tandem wall adapter and the tandem charging cable. A replacement tandem wall adapter was sent to the customer, and no further assistance was needed as the pump began charging successfully.